Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power supply and battery were replaced. The unit was returned to service. Patient information unavailable at time of MDR filing.

Event description:
The hospital reported the unit lost ac power during a case, the unit alarmed and switched to battery power and an alarm indicated this. The case continued on battery power for an unknown amount of time until the battery was depleted. The unit then shutdown completely and had a continuous audible alarm. The clinician replaced the unit to continue the case. There was no report of patient injury.